Event description:
Patient was given an injection with a 30 gauge needle and the needle broke at the hub. The doctor was unable to remove the needle, it was near a gland. The patient was taken to the hospital to have the needle removed.